Event description:
I used theradome evo laser hair growth device for 10 sessions for a total of 2.5 weeks. I stopped because I had headaches after using the device and my hair roots would sting in my scalp. Upon using the device I lost 50% of my hair and have bald lines where I parted my hair to receive treatment based on the device instructions. During the first week, I referred to the website, and it said it's part of the process of new hair pushing out the old hair, so I continued with the treatment. But I noticed that even new short hairs were still falling out. Eventually, due to the pain I stopped, but after waiting for a year the hair has not grown back, or if it has it is very thin and the bald lines are very visible. I got a scalp biopsy 3 months ago as well, and it did not indicate that the hair was going through telogen effluvium. It said it looked like androgenic alopecia, but concentrated at the theradome bald lines instead of the usual locations where androgenic alopecia occurs. I am now going to try prp to restore the hair that I lost using that device. It has been very depressing for me. (Also, the dates I have indicated the problem occurred is approximate +/- 2 to 4 weeks. Although the durations I mentioned are exact.) FDA safety report ID # (B)(4).